Manufacturer narrative:
The investigation is ongoing. The results will be reported in a follow-up report.

Event description:
It was reported that the ventilator stopped during or. Additional it was reported that no alarm as noticed. No patient injury resulted.